Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. The customer was unable to clear the alarm or troubleshoot due to the button error. Advised discontinuation of the insulin pump. Nothing further reported.